Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The mid-shaft showed a kink approximately 8cm from the markerband. The inner liner was kinked approximately 13.5cm from the tip. The handle was opened to inspect for further internal damage. The stent was not returned. The customer statement stated that the catheter was broken; however, the catheter shaft was not broken or detached. The pull handle was broken. The pull handle does show evidence of stress or bend failure associated with this failure. The device was inspected for further damage. No visual damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter was broken. A 7x200x130 innova¿ was selected for a stenting procedure of the superficial femoral artery (sfa). The stent was advanced contralateral. During stent deployment, the "catheter was broken". The procedure was completed with this device and the outcome was good. There were no patient complications reported and the patient's status was reported as stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was broken. A 7x200x130 innova was selected for a stenting procedure of the superficial femoral artery (sfa). The stent was advanced contralateral. During stent deployment, the "catheter was broken". The procedure was completed with this device and the outcome was good. There were no patient complications reported and the patient's status was reported as stable.